Manufacturer narrative:
A complete analysis and testing of the lancet device showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported via phone call indicating that the insulin pump alarm no delivery during manual prime. Customer's blood glucose was unknown mg/dl. The customer stated that the alarm was resolved by an infusion set change. The customer was unable to troubleshoot because of the past event that is been resolved. Customer returning that product at her request.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.